Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the surgeon noticed a drop in phaco and vacuum power during a cataract with intraocular lens implant surgery. A quadrant occlusion message displayed when footpedal was depressed. The surgery was completed with an alternative system. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative upgraded the system, as part of a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 25, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).